Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient undergoing spinal therapy. It was reported that the sextant set screw was defective. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received stated that the type of procedure involved was pedicle screw fixation, decompression, and bone grafting being carried out at the l4-l5 and s1 spinal levels. The pre-operative diagnosis of the patient was stenosis at the spinal levels l4-l5 and s1. During insertion of the locking screw for spondylolisthesis reduction, the locking screw threads were stripped and could not be re-engaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.